Manufacturer narrative:
Results: inherent risk of procedure (stent thrombosis). None (device not returned) 3221 no results available since no evaluation performed. Other (root cause of reported event is unknown). Conclusions: known inherent risk of procedure (stent thrombosis). Unable to confirm complaint (device or procedural images not returned). Other (root cause of reported event is unknown). Device not returning. (B)(4).

Event description:
The physician successfully deployed 2 resolute integrity drug-eluting stents to treat a lesion in the proximal lad with a great result. The devices were removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on both devices with no issues noted. The target lesion exhibited moderate calcification and moderate tortuosity. There were no previously deployed stents at the site of treatment. The patient returned 6 days later with in-stent thrombosis. Patient was treated with additional resolute integrity stents. It was reported that the doctor felt this was a patient matter and not a product matter. It was also reported that it was possible that the patient may be resistant or have an allergy to the prescribed medication(s). No further patient complications were reported.